Manufacturer narrative:
The patient's lifevest was not returned for evaluation. Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A distributor contacted zoll to report that a patient had an irritation. The patient reported that she had a rash. The patient reported that she was allergic to nickel. The patient's physician prescribed the patient a steroid ointment to use on the irritation. Follow-up indicated that the condition of the rash is the same. The medical outcome of the rash is unknown.